Event description:
It was reported that the customer's blood glucose was over 600 mg/dl, which was treated with injection. The piston inside the insulin pump reportedly did not appear to be working. The patient's symptoms were excessive urination and ketones. Troubleshooting with the insulin pump was performed. The insulin pump was an hour behind due to daylight savings. Settings were correct. Inaccurate bolus history was verified. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.